Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 14.8 units of normal bolus was delivered on (B)(6) 2022 between 07:57:03.000 and 19:08:32.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that customer was hospitalized from january 24, 2022 to april 16, 2022 due to low blood glucose level and heart failure. Blood glucose at the time of event was 70 mg/dl. Customer did not experience symptoms of low blood glucose. Doctor figured out that the reason for it was because insulin pump basal program was wrong & it was giving too much insulin. They have adjusted basal program but the customer was still not comfortable in using current insulin pump. No further patient complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device.